Event description:
The manufacturer received a work order reporting that the everflo device the back cabinet inner structure is cracked, the sieve beds are weak, pca fuse is burnt out. Back cabinet, pca and sieve beds was replaced. No death. No serious harm or injury was reported. This event is reportable under FDA 21 cfr part 803 as it meets the criteria for a product malfunction. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed.